Event description:
The facility reported a colleague infusion pump with a "downstream occlusion". The reported condition occurred during patient use. The reported condition did interrupt patient infusion, however, there was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.